Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. External visual inspection was performed and passed. Transmitter voltage test was performed and passed. (B)(6)bluetooth pairing test/download was performed and failed to incomplete . A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of a loss of connection is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.